Manufacturer narrative:
A field service engineer (fse) visited the site to evaluate the instrument. The fse found the system control board had visible burn damage to the solder point on the t2 transformer, which indicated that a poor quality solder shorted the component. The board is a supplied part. The supplier has been notified of this event. (B)(4).

Event description:
The customer reported that an optima xpn 100 centrifuge produced displayed error messages: a401 (scb system control board - alert of slow vacuum, will continue to run); d210 (scb system control board - door cannot be opened); d213 (scb system control board - stop without brake); a217 (scb system control board - stop without brake); d203 (scb system control board - stop without brake); d606 (scb system control board - lockout for 200 minutes, stop without brake); and d607 (scb system control board - lockout for 5 minutes, stop with brake). No odor, smoke, sparks, or flames were present at the time of the event. There was no death or injury associated with this event.